Manufacturer narrative:
Date of event estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to deploy the suture could not be determined. A conclusive cause for the reported patient effect of pseudoaneurysm and the relationship to the product, if any, cannot be determined. The subsequent treatment of additional therapy/ non-surgical treatment and surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Article titled: "the management of peripheral vascular complications associated with the use of percutaneous suture¿mediated closure devices."

Event description:
A patient was reported through a research article identifying either techstar or prostar device that may be related to the following device issue: device partially deployed in the artery. This device issue may be related to the following patient issues: pulsatile groin mass [pseudoaneurysm], blood transfusion, surgical intervention. Details are listed in the article, titled "the management of peripheral vascular complications associated with the use of percutaneous suture-mediated closure devices."